Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset instructions and guided them through the process, advising the caller to reset the pump at their convenience and to follow up if the issue persisted.